Manufacturer narrative:
This supplemental medwatch report is being submitted as a correction to the initial medwatch report to update the recall action number 2955842-07/08/16-009r.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed, but did not replicate the customer reported complaint. The instrument passed fire and clamp testing with no issues. The instrument moved intuitively with full range of motion. However, the instrument logs showed the instrument failed to fire. Further evaluation of the distal end of the instrument found that the yaw plate is damaged. The welds between the yaw plate and pivot pin have failed and the bottom edges of the yaw plate are broken, resulting in the yaw plate flange on the fire cardan side bowing outwards. It was concluded that the damage to the fire cardan was likely due to mishandling/misuse. The damage is such that the yaw plate makes contact with the fire cardan when the wrist is articulated. The site's system logs showed that the firing failed at 31% completion, with wrist angles at 5 degrees in yaw and -22 degrees in pitch. In-house testing was repeated and firing through a plastic test sheet was performed at similar articulation angles as the partial fire. Prior to the firing, it was noted that the fire cardan made contact with the damaged yaw plate flange. During the firing, material was shaved off of the cardan and yaw plate; however, the firing was completed without any errors. The evidence not conclusive, but it is possible that yaw plate damage was a contributor to the partial fire. The instruments and accessories user manual specifically states: general precautions and warnings o handle the instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The green stapler 30 reload was also returned for failure analysis investigations. Evaluation of the reload found no damage to the knife blade edge or the leadscrew. There were no metal particles found within the cartridge and the fired section of the lead screw looked similar to the unfired section. Failure analysis concluded that the lack of damage to the knife and leadscrew suggests the partial fire was not a result of firing across an unintended hard object or obstruction. Review of the site's system logs found that the fire failure at 31 percent completion correlates with the final knife position of the returned reload. Both fire homing events associated with the returned reload were successful. There were no incomplete clamps that preceded the partial fire. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy procedure, the stapler 30 instrument with a green stapler reload installed partially fired across the patient's bronchus. After completing the transection with a replacement stapler instrument the surgeon over sewed the staple line as a precaution.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the stapler 30 instrument with a green stapler reload installed was not stapling. On 02/10/2017 intuitive surgical, inc. (Isi) obtained additional information from the isi specialty sales manager (ssm) who was present for the surgical procedure. According to the ssm, during transection of the patient's bronchus the error message indicating partial fire and blade exposure was generated during the instrument's firing sequence. The ssm indicated this was the 1st fire across the patient's bronchus and the surgeon was able to obtain a successful clamp during the initial clamping sequence. The isi csr ssm indicated that the surgeon told him that the patient's tissue appeared normal and was not diseased. According to the ssm, the surgeon did not have to use the recommended stapler release kit (srk) to open the instrument's jaws, as the surgeon was able to open and remove the instrument's jaws from the patient's tissue using the master tool manipulators at the surgeon side console. A replacement stapler 30 instrument and green stapler 30 reload were installed. The surgeon transected proximal to the initial failed staple line to complete the transection of the patient's bronchus. As a precaution, the surgeon sutured the staple line to ensure that it was sealed due to the initial partial fire issue. There was no bleeding experienced by the patient and there was no harm to the patient. The procedure was completed with the da vinci surgical system.

Manufacturer narrative:
After further review of this complaint, follow-up MDR 01 was incorrectly submitted with incorrect data. This complaint is unrelated to recall 2955842-07/08/16-009r as noted in follow-up MDR 01.